Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic duodenal switch, while creating the sleeve, the device was able to fire completely but it tore the serosa. There was no patient injury.